Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 36 mg/dl; cause was unknown. Glucose tablets and juice was consumed. Reportedly, the customer did not believe that the pump suspended insulin delivery. Review of the pump data logs verified that the pump suspended insulin delivery at the time of the low bg. Multiple attempts were made by tandem technical support to relay the log review; however, the customer did not respond.